Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The right ventricular lead explant date was estimated to have occurred in (B)(6)2023. Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device

Event description:
Additional information was received indicating right ventricular lead was extracted and replaced to resolve the event. The patient was in stable condition.